Event description:
Caller states that the patient tested 1.5 inr on the coaguchek system and 2.32 inr on a comparison lab. No action taken based on device result. No adverse event reported. Requested return of suspect system, however caller states strips are unavailable for return.